Event description:
A report was received that the pt was experiencing nausea, headaches, and jaw numbness. The pt underwent radio frequency therapy, and was reportedly doing well afterwards. The physician felt that the pt's symptoms were device-related, as the lead is "sitting laterally on a nerve".

Manufacturer narrative:
This is the final report.